Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem was confirmed. The cause of the battery not fully charging was a broken white wire within the battery pack where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the broken internal wire. The pt was provided with a replacement battery pack.

Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that one of his batteries was not showing any bars in the monitor after being charged all night. The pt was provided with a replacement battery pack.